Event description:
Patient reported experiencing erratic blood glucose of 47-254 mg/dl. She stated that she had dry mouth due to elevated blood glucose and "wobbly legs" and "head not all there" due to low blood glucose. Patient administered insulin injections and boluses to reduce blood glucose level and ate to increase blood glucose level. She indicated that she observed air in the cartridge and infusion set tubing. Patient stated that she was unaware of the infusion set recall. Company representative provided patient with information regarding this recall. She reported that she did not observe separation and did not smell insulin due to leakage. Patient changed the infusion site and tubing and did not notice any air in the line at that time. She indicated that she checked her blood glucose level 10 times per day. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.